Event description:
The customer called to report that the customer used the suspect device to check blood glucose and obtained a result of 986mg/dl. The customer then checked the memory and the 986mg/dl result was saved. The customer reportedly feels fine and said customer's blood glucose usually runs very high in the 500mg/dl range. No other info was provided.